Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes premature rrt, non capture, abnormal telemetry measurements and a sensing anomaly~~~~~~~~